Event description:
Complainant alleged that the operating room staff attempted four defibrillations (joule settings unk) on a pt (age and gender unknown) who was undergoing open heart surgery, but the device's internal handles would not charge. The clinicians were able to obtain another set of internal handles to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.